Manufacturer narrative:
The pump was programed with the test minilink and glucose sensor simulator. The pump communicated properly with a glucose sensor simulator. The sensor features were working properly. However, no lost sensor or weak signal alarms were noted. The pump was received with high idle currents due to an open lcd driver on the lcd board. The pump also had a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with low battery alerts, and lost sensors. The customer states they received replacement battery cap, but the issues persist. The customer's blood glucose level at the time of incident was unknown. The customer states they get several lost sensor and weak signal alerts. The customer was advised that the device would be replaced and returned for analysis.